Manufacturer narrative:
Neither product will be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized back in (B)(6) 2010 due to having endocarditis on a prosthetic aortic valve and the rv lead. Antibiotics were administered but the patient subsequently died over two months later. There were no allegations made against the functionality or longevity of this device. However, the physician was uncertain if the endocarditis was associated with the ICD or rv lead.

Event description:
Additional information was later received from the physician. It was reported that there were no complications or infections noted following the procedure to implant the prosthetic aortic valve. The patient developed the infection at a later and was hospitalized from (B)(6) for endocarditis. The patient's cause of death was due to the endocarditis.